Manufacturer narrative:
(Patient and device code(s)). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to ileofemoral deep vein thrombosis (dvt). On (B)(6) 2017 - CT abdomen & pelvis w/contrast. Findings: "there is a supra renal ivc filter. There is thrombosis within the filter as well as in the ivc to approximately 5.4 cm below the limbs of the ivc. There is partial thrombosis of the right renal vein. A small amount of thrombosis is present in the intrahepatic portion of the ivc".

Event description:
Patient is alleging vena cava perforation, device is unable to be retrieved, and post implant thrombosis. Patient further alleges, "had 2 clots in (B)(6) 2017, one above and one below the filter. I will now be on blood thinners for the rest of my life because my blood is clotting around the filter that was supposed to be temporary. Dr. Explained to me that the filter has grown into my ivc and if pulled will rip my ivc causing internal bleeding. This device was intended to be temporary. So I should not have to take blood thinners for the rest of my life, but I will have to as of (B)(6) 2017. Also I have to live with the fear that it could puncture my ivc or break off (knowing I have 5 children that need their mother) because they cannot remove it. Attempted retrieval was performed (B)(6) 2008. Patient also notes, "now taking 2 shots a day in order to breastfeed my child (all blood thinning pills are not safe for breastfeeding or pregnancy. In order to bf my children I have to take shots (2 daily) for as long as I wish to breastfeed)." Per (B)(6) 2017 - CT of the abdomen and pelvis. "A suprarenal vena cava filter, greenfield type is in place with relatively significant leg penetration thrombus that was present in the ivc, right renal vein and right gonadal vein appears to have resolved. An area of cyst formation anterior l2 vertebral body corresponding to one limb of the greenfield filter which abuts the vertebral body. This likely represents a vertebral body erosion due to respiratory motion action of filter limb into the vertebral body. The absence of a surrounding enhancement or mass or fluid collection argues against this being infection." Impression: "thrombus in the ivc, right renal vein, and gonadal vein have resolved. Other findings as described."

Manufacturer narrative:
Patient code(s): no code available (3191) ¿ fear . No code available (3191) ¿ requires lifetime medication (for blood thinning). Device code(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported fear and lifetime medication for blood thinning are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc) perforation, unable to be retrieved, fear, and lifetime medication for blood thinning. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h10 investigation of inferior vena cava thrombosis was omitted from follow up number two (2). Investigation: ivc occlusion thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot# are unknown; however, the alleged tulip is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.